Event description:
It was reported that during a knee arthroscopy while pulling in the implant the suture ruptured. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1588rt-ib was received for investigation. Visual inspection identified that the returned tightrope had broken at the loop, with fraying present at the breakage sites. The cause remains undetermined, although a probable cause can be attributed to user applied excessive force during use.